Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the touchscreen became shattered and the pump was not functional. Contact reported that the features were not accessible. The customer's blood glucose (bg) was 98 mg/dl. The customer reported that manual injections would continue to be used for insulin therapy.

Event description:
It was reported the customer may have hit the pump hard against something while playing and the touchscreen became shattered. Subsequently, the pump was not functional and pump features were not accessible. The customer's blood glucose (bg) level was 98 mg/dl. Reportedly, manual injections would be used for alternate insulin therapy.